Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the us. It was reported that during patient support blood was noticed dripping out of exhaust and pre-oxygenator side of the hls module. The patient was put on support on (B)(6) 2025 and the blood was noticed (B)(6) 2025. The hls set was replaced with a new one without consequences for the patient. No patient harm to any person has been reported. Due to the exchange of the hls set during use a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient support blood was noticed dripping out of exhaust and pre-oxygenator side of the hls module. The patient was put on support on (B)(6) 2025 and the blood was noticed (B)(6) 2025. The hls set was replaced with a new one without consequences for the patient. No patient harm to any person has been reported. On 2025-04-29 more information about the event has been reported. About 10cc of blood was lost. The set up and priming of the set was on (B)(6) 2025. The set was connected to the patient on (B)(6) 2025. No leakage was noticed during the priming. Due to the leakage no blood transfusion was required. Due to the exchange of the hls set during use a report is required. The affected product was investigated by the getinge laboratory on 2025-06-06 with following conclusion: during the investigation the reported failure could be confirmed. The leakage was on the sampling line connector. There was a material throw-up along the sealing cone of the connector. The most probable root cause for the material throw-up was determined within complaint investigation report to be a damage of the representative injection molding tool (here: cavity 13) in the production of the supplier. The non-conformance was opened and as an immediate action a communication was started to inform the supplier about the detected deviation and for implementation of a 100% control into production process to detect all mll-connectors produced within cavity 13. Additionally, a scar 8d was opened and sent to the supplier on 2025-01-24. Based on the investigation results the reported failure could be confirmed. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period: 2023-03-26 till 2025-06-06. Two non-conformities were initiated for the reported failure. The complaint information was transferred to the internal nonconformity process. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.